Event description:
During a ptca procedure, the shaft of the catheter broke during advancement into the guide catheter. The catheter was removed without incident. No patient injuries or complications occurred.